Event description:
It was reported that during a cardia cancer resection procedure, after firing, there was bleeding in the gastric canal. All staples were formed properly, however there was an artery bleeding. Hand-suturing was used to complete case. Unexpected blood transfusion of 400ml.